Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds, as well as a spike in impedances while in bipolar configuration. The physician attempted to program the lead thresholds lower, but the patient developed diaphragmatic stimulation at lower thresholds. A lead fracture was suspected, and oversensing was also noted, which was reproducible during testing. The patient complained of feeling dizzy and having a lower heart rate. Further investigation revealed low impedances triggering a lead warning when the lead was programmed unipolar, and an insulation breach was discovered during fluoroscopy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2005. (B)(4).